Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address increased pain and high chromium and cobalt levels. It was also reported that pseudotumor was noted on MRI scan.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update nov 13, 2017: legal medical records reviewed. Primary operative note (B)(6)2017 reveals the patient received a right total hip replacement without complication indicated by the surgeon. Revision operative notes (B)(6)2017 reveal the patient received a right total hip revision due to elevated ion levels and pseudotumor. Findings include metallosis and bald black 1cm spot on ceramic head. Updated (B)(6)2017.